Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue. The reported patient effect of mitral valve insufficiency/regurgitation is listed in the mitraclip gen 4 system instructions for use u.s., as a known possible complication associated with mitraclip procedures. Based on the information, the reported single leaflet device attachment (slda) was due to challenging anatomy. The reported poor image resolution was a result of anatomy. The reported mitral valve insufficiency/regurgitation (unchanged mitral regurgitation [mr]) was a result of the reported slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip was implanted and will not be returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first clip delivery system (00912u124) referenced is filed under a separate medwatch report number.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The patient anatomy included a restricted posterior leaflet, with limited areas to grasp. Visualization was difficult, due the patient anatomy. The first clip (00912u124) was prepared for use and no issues were noted. The clip was advanced into the anatomy and an attempt was made to grasp the leaflets. Due to the patient anatomy, difficulty was noted grasping the leaflets, and the clip was unable to grasp the leaflets. The device was removed from the patient anatomy without difficulty. No adverse patient effect occurred. After removal from the anatomy, it was noted that the grippers were not working; the grippers had worked appropriately during the procedure. The second clip (10114u147) was prepared for use and no issues were noted. The clip was advanced into the anatomy. The clip was able to grasp the leaflets and deployed. After clip deployment, a single leaflet device attachment (slda) occurred, with the clip detaching from the posterior leaflet. There was no tissue damage noted. There were no attempts made to implant an additional clip, as it was determined that there were limited areas to grasp the leaflets. The procedure ended with the patient in stable condition, but the mr remained unchanged at grade 4+. No additional mitraclip procedure will be scheduled. The patient will be treated medically at this time. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.